Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. D13376) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test? No. The patient's medical history included pelvic pain, sterilization, tonsillectomy, adenoidectomy and appendectomy. Previously administered products included for an unreported indication: percocet. Concomitant products included alprazolam (xanax), caffeine, pregabalin (lyrica), sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)type"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type"), vaginal infection ("infection (bladder/urinary tract/vaginal)type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), anxiety ("psychological or psychiatric condition: anxiety and depression"), depression ("psychological or psychiatric condition: anxiety and depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fibromyalgia ("neurological conditions or problems type:fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, nausea, fibromyalgia, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, menorrhagia, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal hemorrhage, and vaginal infection to be related to essure. The reporter commented: leaving 3-12 visible coils-right side had 3-4 coli overlap . Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received: case become serious incident. Previously reported event "injury to herself" updated to "device breakage", events- "mood swing, abnormal vaginal bleeding, menorrhagia, bladder infection,urinary tract infection, vaginal infection, apareunia, anxiety, depression, bladder disorder, urinary tract disorder, nausea, fibromyalgia, dysmenorrhea, dyspareunia, fatigue, hair loss plaintiff did undergo an essure confirmation test-no" were added. Lot number, concomitant drugs, medical history, patient date of birth, patient demographic, reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in an adult female patient who had essure (batch no. D13376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "undergo an essure confirmation test?no". The patient's medical history included pelvic pain female, female sterilization, tonsillectomy, adenoidectomy and appendectomy. Previously administered products included for an unreported indication: percocet. Concomitant products included alprazolam (xanax), caffeine, pregabalin (lyrica), sertraline hydrochloride (zoloft) and topiramate. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal)type"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type"), vaginal infection ("infection (bladder/urinary tract/vaginal)type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), anxiety ("psychological or psychiatric condition: anxiety and depression"), depression ("psychological or psychiatric condition: anxiety and depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), neuromyopathy ("neurological conditions or problems type:fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, nausea, neuromyopathy, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, neuromyopathy, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leaving 3-12 visible coils-right side had 3-4 coli overlap . Lot number: d13376 manufacturing date: 2014/09/23 expiration date: 2017/09/28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.